Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?no". The patient's concurrent conditions included stress urinary incontinence, anemia, bladder prolapse, uterine fibroids, vaginal operation, pelvic prolapse, bleed in luteal cyst, nabothian cyst, adenomyosis, paratubal cyst, uterine prolapse and cystocele. Concomitant products included iron since (B)(6) 2016. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: sui"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and anaemia ("blood or heart disorder/condition- type: anemia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, stress urinary incontinence and anaemia outcome was unknown. The reporter considered anaemia, anxiety, depression, menorrhagia, pelvic pain, stress urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: biopsy of left ovary. Plication of uterosacral ligaments diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: a. Left ovarian wall, biopsy: ¿ hemorrhagic corpus luteum. B. Uterus, hysterectomy specimen with bilateral fallopian tubes: ¿ cervix with prominent nabothian cyst formation; negative for intraepithelial lesion. ¿ endometrium with secretory pattern; negative for hyperplasia and negative for malignancy. ¿ myometrium with adenomyosis. ¿ bilateral fallopian tubes, including fimbriated ends, with right paratubal cysts. ¿ essure coils gross description: designated "uterus, cervix, tubes" is a 203 gram, 10.5 x 7.5 x 5.0 cm uterus and cervix with two attached fimbriated fallopian tubes. The serosa is smooth. The ectocervical mucosa is focally hemorrhagic and disrupted, but smooth. There is a 1.1 cm transverse os. The endocerviacal canal is unremarkable. The cervix is cystic. The endometrium measures up to 2 mm in thickness. No polyps or masses are identified. The myometrium measures up to 3.0 cm in thickness and is markedly trabeculated. No fibrous nodules are identified. The right fallopian tube (8.0 cm in length x 0.6 cm in diameter) is fimbriated with an attached 1.4 cm sessile paratubal cyst. A metallic coil is present in the lumen. The lumen is otherwise unremarkable. The left fallopian tube (7.0 cm in length x 0.7 cm in diameter) is fimbriated without obvious paratubal cysts. A metallic coil is present in the lumen. The lumen is otherwise unremarkable. The metallic coils are retained.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: bladder or urinary problems or changes: sui, anemia. Concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included stress urinary incontinence, anemia, bladder prolapse, uterine fibroids, vaginal operation, pelvic prolapse, bleed in luteal cyst, nabothian cyst, adenomyosis, paratubal cyst, uterine prolapse and cystocele. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: biopsy of left ovary. Plication of uterosacral ligaments diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: diagnosis: left ovarian wall, biopsy: hemorrhagic corpus luteum. Uterus, hysterectomy specimen with bilateral fallopian tubes: cervix with prominent nabothian cyst formation; negative for intraepithelial lesion. Endometrium with secretory pattern; negative for hyperplasia and negative for malignancy. Myometrium with adenomyosis. Bilateral fallopian tubes, including fimbriated ends, with right paratubal cysts. Essure coils. Gross description: designated "uterus, cervix, tubes" is a 203 gram, 10.5 x 7.5 x 5.0 cm uterus and cervix with two attached fimbriated fallopian tubes. The serosa is smooth. The ectocervical mucosa is focally hemorrhagic and disrupted, but smooth. There is a 1.1 cm transverse os. The endocervical canal is unremarkable. The cervix is cystic. The endometrium measures up to 2 mm in thickness. No polyps or masses are identified. The myometrium measures up to 3.0 cm in thickness and is markedly trabeculated. No fibrous nodules are identified. The right fallopian tube (8.0 cm in length x 0.6 cm in diameter) is fimbriated with an attached 1.4 cm sessile paratubal cyst. A metallic coil is present in the lumen. The lumen is otherwise unremarkable. The left fallopian tube (7.0 cm in length x 0.7 cm in diameter) is fimbriated without obvious paratubal cysts. A metallic coil is present in the lumen. The lumen is otherwise unremarkable. The metallic coils are retained.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received. Event: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, did you undergo an essure confirmation test? No, were added. Outcome of the event pelvic pain updated to recovered / resolved. New reporter ,patient information, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.